Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter and experienced dizziness, trembling, flickering before the eyes. Customer was unable to self-treat and required treatment of sugar by a family member. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 0ehackd0p has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 6 with event log 7 is an indication that the sensor had ended as a it reached its end of life. Sensor state 8 with event log 9, 129, 163, 214 are an indication that the sensor had terminated due to an error recognized by the sensor. However, these errors occurred after the sensor had reached its end of life and did not have an affect on the functionality of the sensor while the user was wearing it. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter and experienced dizziness, trembling, flickering before the eyes. Customer was unable to self-treat and required treatment of sugar by a family member. No further treatment was reported. There was no report of death or permanent impairment associated with this event.